Event description:
The pt experienced withdrawal symptoms and increased pain. A critical alarm was confirmed on the pt's pump and the event logs showed that the pump went into "safe state" in 2009. The hcp had thought that the pt was not receiving the morphine that was in the pump reservoir.